Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and pacing problems were confirmed. A complete lead was returned in three pieces. Visual examination found multiple full breach insulation degradations distally to the connector boot and one full breach insulation degradation adjacent to the connector boot. The cause of the reported events was due to the exposure of the outer coil in the degradation zone.

Event description:
New information noted that the patient was symptomatic.